Manufacturer narrative:
On (B)(6) 23, the customer reported 2 new pressure injuries had been observed in patients using progressa beds. There was no report of device malfunction. On 11/30/23, the hospital's bedsore referral nurse provided additional information on the reported injuries. It was noted that a patient was admitted on the (B)(6) 2023 on progressa bed with sn: (B)(6), and developed a stage 3 pressure injury on the sacrum, observed on (B)(6)2023, and a stage 1 pressure injury on the heel, observed on (B)(6) 2023. The nurse noted the patient developed the reported pressure injuries before device training was provided, and when the bed's pressures were checked, they were found in the expected ranges. Specific details of the event including medical/surgical intervention provided, the patient¿s medical history, accessory devices utilized, and the facility's positioning protocols were not provided. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. Additionally, the instructions for use (IFU) states the therapy surface is not a substitute for good nursing practices. Therapy modes should be used in conjunction with good assessment and protocol. Failure to follow good nursing practices may result in patient harm. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc. And exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. A stage 3 pressure injury is categorized as full-thickness tissue loss. Subcutaneous fat may be visible, but bone, tendon or muscle are not exposed. A stage 3 pressure injury often requires medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and therefore meets the definition of a serious injury. A stage 1 pressure injury is categorized as intact skin with non-blanchable redness of a localized area that may be painful, however, has no breaks or tears. A stage 1 pressure injury is considered a moderate injury as it does not meet the definition of serious injury as it is not life threatening; does not result in permanent impairment of a body function or permanent damage to a body structure; and any application of dermal creams or coverings does not constitute medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. In this event, the stage 3 pressure injury to the patient's sacrum meets the definition of a serious injury. There was no report of device malfunction and the bed's pressures were noted to be in the expected ranges. Additionally, the device IFU provides complete instructions on the use of the bed. Based on the information provided, there is no indication that a malfunction of the progressa bed caused or contributed to the reported injury, however, use error cannot be ruled out as the reported injuries occurred before device training was provided. Hillrom representatives continue to work with the customer to optimize the staff¿s understanding of the bed, as well its functions. If use error were to recur, it would be unlikely to result in serious injury as preventative measures and therapy instructions are outlined in the IFU. If additional relevant information is received, the complaint will be reassessed.

Event description:
On 11/21/23, the customer reported 2 new pressure injuries had been observed in patients using progressa beds. There was no report of device malfunction. On 11/30/23, the hospital's bedsore referral nurse provided additional information on the reported injuries. It was noted that a patient was admitted on the (B)(6) 2023 on progressa bed with sn: (B)(6), and developed a stage 3 pressure injury on the sacrum, observed on (B)(6) 2023, and a stage 1 pressure injury on the heel, observed on 11/5/23. The nurse noted the patient developed the reported pressure injuries before device training was provided, and when the bed's pressures were checked, they were found in the expected ranges. Specific details of the event including medical/surgical intervention provided, the patient¿s medical history, accessory devices utilized, and the facility's positioning protocols were not provided. This report was filed in our complaint handling system as complaint #(B)(4).